Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 72 year-old female patient for pre-operative placement. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. An intra-aortic balloon pump was noted to be in place prior to escalation to impella 5.5 support. During the procedure, the physician reported difficulty maintaining appropriate device position within the left ventricle due to patient-specific anatomical considerations. The impella device was withdrawn into the ascending aorta above the cross clamp to facilitate surgical cross clamping. Multiple attempts were made to advance and maintain the device within the left ventricle; however, these were unsuccessful due to anatomical constraints. The location of resistance was identified at the aortic valve, with additional contributing factors including a short aorta. Following removal of the cross clamp, the physician was unable to successfully advance the device across the aortic valve due to these anatomical challenges. The decision was made to remove the initial impella 5.5 device and proceed with placement of a second impella 5.5 device. The second device was successfully advanced and positioned without reported difficulty. While on support, the impella 5.5 device was operating at performance level 7 with expected flows of approximately 4.1 liters per minute with dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate in the purge. The device exchange was completed without any observed impact on the patient¿s hemodynamic status. The patient remains on impella support with no additional adverse events reported.